Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer and their spouse to the (B)(4) that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 19 mg/dl at the time of the incident. The customer was put on the pump by a trainer after their first training session. The customer felt the low blood glucose coming but did not check their levels with a meter. The customer drank something, ate a candy bar, and had a little supper. The customer was given intravenous glucose by the paramedics. The customer experienced symptoms such as loss of consciousness and memory loss. The customer was wearing the insulin pump during the incident. There was little or no insulin left in the pump. Troubleshooting was not completed as the customer called the (B)(4). The customer was not using sensors or manual injections when they were using the pump. The customer also did not touch the pump after leaving the training session. It is unknown if the insulin pump will be returned for analysis.